Event description:
The customer called asking about the effects of using cidex opa while pregnant, she stated that while previously working with cidex she was gravida 3 para 3. Since her facility changed to cidex opa she stated that she has had one miscarriage and is threatening to have another. The customer stated that she also experiences "light headedness" and a "respiratory issue" occasionally when working with cidex opa. Attempted to contact the customer to get more information regarding her symptoms and possible treatment received, but the customer was not available.